Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right atrial lead was over-sensing noise. The patient would be further monitored. There were no patient consequences.